Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product labeling are found to be adequate based on past reviews. Correction: d10, h3.

Event description:
It was reported that the patient felt that pressure was building up where the drain bag will not drain. He stated that he has to get up in the middle of the night and walk around for it to drain properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt that pressure was building up where the drain bag will not drain. He stated that he has to get up in the middle of the night and walk around for it to drain properly.